Manufacturer narrative:
H.6. Investigation summary: one photo of four loose 10ml syringes with sterile water inside was received and evaluated. It was observed in all four syringes the plunger rods each had a broken rib, which was rejectable per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. It was likely due to a malfunctioning silicone gun which resulted in excess force applied when inserting plunger rods into barrels. No corrective actions are necessary based on the defective rate identified. Batches 9322433 and 9294339 are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number (s) that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use the plunger rod was discovered to be broken with a bd syringe 10cc s/t wos sterile. The following information was provided by the initial reporter: it was reported that the syringes were damaged at the plunger rod.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9294339. Medical device expiration date: n /a. Device manufacture date: 2019-10-21. Medical device lot #: 9322433. Medical device expiration date: n/a. Device manufacture date: 2019-11-18." Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the plunger rod was discovered to be broken with a bd syringe 10cc s/t wos sterile. The following information was provided by the initial reporter: it was reported that the syringes were damaged at the plunger rod.